Manufacturer narrative:
Device evaluated by MFR.: a pcb device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. However, the balloon ruptured upon third inflation at 4 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. However, the balloon ruptured upon third inflation at 4 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.